Event description:
The pump was returned for investigation. Investigation revealed that the audio bolus button and keypad buttons were unresponsive. This report is made based on results of investigation completed on (B)(6) 2012.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: investigation revealed that the audio bolus button was unresponsive due to moisture found in the pump. Unrelated to the audio bolus button, the keypad was found to be peeling around the ok keypad button and found to be leaking. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. The keypad buttons were found to be unresponsive and there was contamination found under the key contacts. All the keypad buttons did not have normal spring back or click. There was evidence of corrosion found in the pump compartment and keypad flex. The display was also found to be leaking.